Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead polarity switched to unipolar. After being reprogrammed back to bipolar, the lead polarity again switched to unipolar. The unipolar impedance was higher than the bipolar. The physician wanted to leave the lead in unipolar configuration and will consider revising atrial lead at device change out. The lead remains in use. No patient complications have been reported as a result of this event.